Event description:
On (B)(6) 2014, a us distributor notified zoll that a patient had an open wound. The patient had a chest tube removed from under her left breast where the therapy electrode is located. The patient and her doctor allege that the lifevest (lv) has exacerbated the wound. Follow-up with the patient's physician informs that the physician has advised the patient to not wear the lv until the wound heals. Follow-up on (B)(6) 2014 indicates the patient removed the lv until the wound healed. The patient refused a visit from a patient service representative (psr). As of (B)(6) 2014, the patient was not wearing the lv.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.